Event description:
During an endovascular procedure, an approach was made from right femoral artery with this sheath introducer (complaint product), but the physician could not insert the sheath. The product was checked and the tip of the sheath was frayed. Competitor's sheath was used and the procedure was continued. The pt was female, age unknown.

Manufacturer narrative:
The distal tip was not exposed to any sharp objects. The sheath was inserted along with the introducer, but the introducer was not damaged. After the sheath was removed from the pt, the introducer was removed from within the sheath without any issues. After the introducer was removed from the sheath, the distal tip of the sheath was connected to the remainder of the sheath body. The surface of the sheath tip was not smooth, and it seemed like it had a small splinter. The distal tip contained small area that appeared torn, but nothing was separated from the body. The introducer was attached correctly to the sheath. The introducer advanced easily through the vessel, but not the sheath. This was the first procedure for the access site. The pt's anatomy was not challenging. No further information was available. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. With the limited amount of information available, and without the return of the product or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event.